Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(4).

Event description:
It was reported that this dermatome was losing power. No additional information was provided initially. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable. The motor was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) once an evaluation of this device is completed, a follow-up/final report will be submitted. This medwatch is being filed to relay additional information.

Event description:
It was reported that this dermatome was losing power and missing fixing screws. Occurred during surgery and there was no harm and a 0-15 minute delay. No additional grafts were required. No adverse events were reported as a result of this malfunction.